Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. A new rv lead was implanted for pacing and sensing, while the old rv lead remains active as the shock lead. The patient was stable and will continue to be monitored.